Manufacturer narrative:
Additional info was not given after initial complaint. The resolution to the complaint is unk. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as naso-labial folds.

Event description:
Pt had a reaction to a hydrelle injection. Pt was injected in the nlf around the lips at the end of may (exact date unk). The pt did not experience any adverse effects until she was bitten by a paper wasp 2 or 3 times in the neck region. The next morning, the pts upper lip was swollen and had possible abscesses. Pt was prescribed a medrol dose pack. (Date unk). No additional info was obtained after 3 attempts.